Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she is received 6 no delivery alarms. She said that her blood glucose was over 400 mg/dl. The customer said that she tried to run insulin through and, at first, nothing came through, then it all came out at once. During no delivery alarm troubleshooting, the customer said that she has not tried different cannula lengths. She said that she does rotate sites and that the tubing is not bent or kinked. She said that she does not want to troubleshoot for the recurring alarms. She was advised that the pump needed to be replaced because of the fact that when we ran insulin through, there were no drops that came out and no alarms occurred. The pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.